Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument and performed failure analysis evaluation. Failure analysis replicated/confirmed the customer reported issue. The instrument was found to have a broken input disk, specifically input disk #7, which was completely detached from the base of the housing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the large hem-o-lok clip applier instrument would not clip. The instrument was fired four times and the clips kept falling out. The procedure was completed with no reported injury.